Event description:
Patient with limb ischemia having a right anterior tibial artery angiography procedure. A diamondback 360 arthrectomy device was being used for the procedure. The provider found the device was stuck and not able to retrieve. The patient required vascular surgery to retrieve atherectomy catheter. The catheter had punctured the vessel and bleeding was present around the vessel.